Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained from two different patient samples when using vitros troponin I es (tropi es) reagent lot 5440 on a vitros 5600 integrated system. The assignable cause of the higher-than-expected patient sample results could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 5440 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5440 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. The customer declined to carry out a diagnostic vitros tropi es within run precision, therefore, an instrument issue cannot be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture's recommendation for sample centrifugation. Therefore, cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5440.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected troponin I results were obtained from two different patient samples when using vitros troponin I es (tropi es) reagent lot 5440 on a vitros 5600 integrated system. Patient 1 vitros tropi es result of 0.24 ng/ml versus the expected result of <0.012 ng/ml. Patient 2 vitros tropi es result of 0.78 ng/ml versus the expected result of 0.019 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros tropi es patient sample results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).